Event description:
A clinic administrator reported that a device component detached from the device during surgery and entered the patient's eye. The surgeon was unable to remove the device component from the patient's eye during surgery. The patient's vision was reported as "okay" with no impact to the patient additional information has been requested.

Manufacturer narrative:
No sample or lot number information has been received. Patient codes: 2687, 2199 - no labeled. (B)(4).